Event description:
It was reported by the customer that their insulin pump might have a delivery anomaly after they attempted to bolus. Customer states that they visually inspected the device and found insulin would not exit device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 115 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.